Event description:
During an endoscopy procedure, the physician used a cook endoscopy sphincterotome (the specific catalog number is unk). During use, the physician commented that the sphincterotome did not cut well and only coagulates (i.e. Burns but does not cut well). Several electrosurgical generators were used with this sphincterotome, but the same results were obtained. Several attempts were made in an attempt to collect additional info regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects or required additional medical procedures due to this event.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use caution the user that any electrosurgical accessory device constitutes a potential electrical hazard to the pt and operator. The instructions for use list fulguration and burns as possible adverse effects. Clinical personnel reviewed this info and indicated that in order to perform a sphincterotomy, a sphincterotome cuts and burns by use of the power provided by the electrosurgical unit (i.e. An application of cautery from the electrosurgical unit through the sphincterotome). The clinical personnel concluded that cutting and burning are expected outcomes of sphincterotomy. The conditions in which the sphincterotome is used to safely create the desired cut and burn are under the direct control of the user. The instructions for use caution the user to follow the recommendations provided by the electrosurgical unit MFR to ensure pt safety through proper placement and utilization of a pt return electrode. The user is instructed to ensure a proper path from the pt return electrode to the electrosurgical unit is maintained throughout the procedure. Prior to distribution, all cook endoscopy sphincterotomes are subjected to a visual and functional test to ensure device integrity. The functional test includes verification of continuity between the cutting wire and electrical pin in the handle of the sphincterotome. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority # (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.